Manufacturer narrative:
Our field service engineer was dispatched to the customer site for examination of the ventilator and found it functioning normally. The error was not able to be reproduced. The logs were downloaded and sent back for further evaluation, there were no parts replaced. Our evaluation of the device logs confirmed the failed flow transducer sub-test. The sub-test failed the o2 gas flow breathing portion. The cause for the failure has not been determined since no parts were replaced, nor was the error able to reproduced.

Event description:
It was reported that the ventilator failed the flow transducer sub-test during the pre-use checks tests. There was no patient involvement reported. (B)(4).